Manufacturer narrative:
The axium coil will not be returned for evaluation as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Related mdrs for this event: 2029214-2017-01028, 2029214-2017-01029. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of unruptured saccular internal communicating aneurysms, measuring 15.6 2mmx8.74mm, two coils would not detach with an instant detacher or by using the manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The same issue reportedly occurred with two separate coils. The physician attempted to detach both coils two times with instant detacher and two times with manual detachment methods, but the coils did not detach. It was also reported that there was resistance felt during delivery of the coils and the coils were stretched when repositioning. Both coils were removed from the patient and the procedure was completed using non-medtronic coils. No patient injury was reported.

Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.